Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was resetting. The cause for the resets was isolated to corrupt programming on the charger c/a board. The root cause for the programming corruption could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.